Manufacturer narrative:
(B)(4).

Event description:
It was reported that this left ventricular (lv) lead exhibited high pacing threshold due to dislodgment that was found during routine follow-up. Subsequently, a revision procedure was performed. The lv lead was explanted and a new one was successfully implanted with good pacing thresholds. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 was applied to capture the reportable event of surgery. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this left ventricular (lv) lead exhibited high pacing threshold due to dislodgment that was found during routine follow-up. Subsequently, a revision procedure was performed. The lv lead was explanted and a new one was successfully implanted with good pacing thresholds. No additional adverse patient effects were reported.